Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.

Event description:
It was reported that the vena cava filter migrated caudally. Reportedly, the filter was initially implanted approximately 1cm below the renal vein. Approximately two weeks after implant, it was identified incidentally on an image that the filter had migrated 4cm caudally to the confluence of the iliac veins. The filter was retrieved the following day and another filter was successfully implanted. There was no report of injury to the asymptomatic patient.